Event description:
Procedure: according to the reporter: the issue was discovered prior to being used for a procedure. The battery came apart.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).